Manufacturer narrative:
Initial 5 of 7 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced seven infusion sets fell off events during use on 04-(B)(6) 2026. The infusion sets were in use for one day. Patient replaced infusion sets and resumed insulin deliveries successfully.